Event description:
During product evaluation, failure code 570:320 was found in the pump's event history. There was no patient injury or mrdical intervention necassary according to the hospital representative. No additional information is available.